Event description:
It was reported that the patient "fell off a stool and hit my back high up not near the baclofen pump" several weeks ago. A return of patient symptoms were subsequently noted: "I am up to 165 mg of baclofen per day and my legs are in pain. I just got the increase from 150 mg per day yesterday" (2009). "From the calves down, legs feel so tight, very painful." Additional symptoms include headache and nausea. The patient's status was reported as serious. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.